Event description:
It was reported that the balloon of the foley catheter indwelled in the patient was ruptured post ureteral calculus operation. After the problem occurred, a new urethral catheter was indwelled, increasing pain to this patient. The removed of the urethral catheter and balloon was complete.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was unable to be completed due to an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter indwelled in the patient was ruptured post ureteral calculus operation. After the problem occurred, a new urethral catheter was indwelled, increasing pain to this patient. The removed of the urethral catheter and balloon was complete.